Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call no delivery alarm. Customer's blood glucose level was 213 mg/dl. Troubleshooting for no delivery was performed. Troubleshooting for no delivery was performed. Customer experienced high blood glucose levels, felt sick and was admitted into the hospital. Customer advised during manual prime they received the no delivery alarm. Customer was advised that their infusion sets would be replaced and they agreed to return 10 infusion sets for analysis.